Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and undersensing. The patient's device was reprogrammed to aai 60. The lead remained implanted.